Event description:
During use for a cardiopulmonary bypass procedure, the mechanism for adjusting the pump roller occlusion was difficult to operate. The device was replaced and the procedure concluded without incident. There was no adverse consequence to the patient as a result of this event.